Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015 due to pocket site dehiscence. The pocket site was revised. The device and lead remained in-service. Boston scientific received information from the local representative that this patient's device and lead system were explanted on (B)(6) 2015 due to infection. A replacement device and competitor lead were implanted two days later.